Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test, and displacement test. However, the device was received stuck in the motor error loop during bolus and or basal delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device was received with cracked case at display window corners, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and minor scratches on display window.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was unknown. Nothing further was reported.